Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient dob not provided by reporter. Unknown when nonunion & pain occurred. Additional product code: hwc. Device is expected not to be returned for manufacturer review/investigation. Device history records was conducted. The report indicates that the: part mfg date: 1-february-2013, part exp. Date: n/a, DHR record review: a review of the device history record revealed no complaint related anomalies. Review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The complaint determined to be unconfirmed based on the DHR review only. No device was returned for dimensional inspection. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A 2.7/3.5mm variable angle lcp antero lateral distal tibia plate was removed due to two broken 2.7mm variable angle locking screws and revised to a 2.7mm/3.5mm medial distal tibia plate. It was reported that the screws broke at the base of the screw head. The broken screws had generated fragments internally in the patient. The initial hardware was implanted on (B)(6) 2015 by dr. (B)(6). Dr. (B)(6) also performed the revision surgery on (B)(6) 2015. Patient had pain prior to revision and a nonunion of a distal tibia fracture at time of removal. The distal tibia plate was removed as well as the screws and broken fragments successfully. It was noted that the patient also had a one third tubular plate on their fibula and a posterior variable angle t plate on their distal tibia, to which there was no allegation against and remained in the patient. There was no surgical delay or additional intervention other than standard post-operative x-rays to ensure proper placement of the new hardware. This report is 1 of 2 for (B)(4).